Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Additional information added to fields h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction mentioned on b5 was found during the device evaluation. Based on the results of the investigation, it is likely the following led to the malfunction: - issue #1 glue between channels broken, and issue #3 peeling glue: due to the temperature effects on the product during the recycling process, different linear expansions occur between the adhesive and the steel. According to current knowledge, the lack of adhesive preparation and the linear expansion can lead to adhesion and cohesion fractures. As a result, the adhesive detaches from the steel surface. In the fmi area, the outer tube is straightened during final assembly. Stresses can occur in the adhesive during straightening. With further stress (straightening) within the value stream process, the adhesive can completely detach from the steel surface and subsequently fall off. Another influence that increases the defect pattern is the production process, which is not clearly defined. Issue #2 deep dents on sheath: the dents on the distal end of the instrument are due to incorrect handling and the application of excessive force or a high probability of damage caused by an impact or fall. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus as part of the asset return process. In addition to the reportable findings documented in b5, the device evaluation also found deep dents on the trocar sheath. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The olympus hystero-resectoscope working insert was returned as part of the asset return process. Upon inspection and testing of the returned device, it was found that the glue between the channels was blistering/peeling. There was no procedural or patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.